Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was found on a za9003 18.0 diopter intraocular lens (iol) during handling and prior to insertion with no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 01/25/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed when the box was opened, it was observed that the lens was out of the wheel case inside the box. Lubricant material residue and loose particles were observed on the lens surface. The reported issue was verified. However, no specific information was provided related to the reported debris on lens. Due to the conditions of the sample returned, it is not possible to determine if the reported issue is related to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.